Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03288 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced bodily injuries, including but not limited to, extreme pain, vaginal scarring, dyspareunia, bladder pain, and urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.